Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective buzzer (mainboard) correction: rplaced defective buzzer (mainboard).

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective buzzer (mainboard). Correction: replaced defective buzzer (mainboard). Hamilton medical ag complaint number: (B)(4).